Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the instrument was partially applied with twelve remaining clips. A metal component was received in a small bag. Functionally; the instrument was first test fired in air to observed clip formation. The instrument jaws twisted and ejected a partially formed clip from the jaws. The instrument was fired a second time in air and the jaws twisted again and ejected another partially formed clip from the jaws. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, component error was identified during product analysis. The product analysis established a relationship between a device failure and the reported incident of jaws disengaged. The root cause of the observed condition was determined to be a result of improper weld; this was identified as a quality issue with a component obtained from a third party supplier and a process improvement has been initiated to track this failure mode. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic cholecystectomy, the operator felt a sense of incongruity in squeezing the handle to fire the device. It could not be fired. The operator examined the device and noticed that one of the jaws was disengaged. It did not fall into the patient cavity. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is no problem.